Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery was not lasting more than one week. Customer also received a bad battery alarm. Customer's blood glucose was unknown. Alarm history showed that battery lasted more than one week. After troubleshooting, customer was advised that battery cap would be replaced.